Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: the battery compartment was cracked from the threads to the case seal on the left of the grip pad.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2017 with the following findings: the battery compartment is cracked. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.